Manufacturer narrative:
The lead has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements and loss of capture (loc). The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The allegations were not confirmaed based on normal lead resistance measurements and inspection that showed no conductor issues. Further, there were no evidence of device defect, malfunction, or abnormal damage was found.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements and loss of capture (loc). The lead was explanted. No additional adverse patient effects were reported.